Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. The patient stated that when he makes adjustments to his therapy the battery inside his body feels warm and uncomfortable. The patient also stated that when he called back he felt a little shock during the call when he increased stimulation. No other information at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.